Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received replace battery now alarm and power error detected alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert prior to replace battery now alarm. Troubleshooting was performed for the issues. The insulin pump was returned for analysis.